Event description:
The customer contact reported a tubing separation; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified IV solution via a central line. After an unspecified length of time in use, the tubing separated at the leg of the distal y-site. It was reported that blood leaked onto the bed. The amount of blood loss was unspecified. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.